Manufacturer narrative:
The process of gathering information is ongoing. The results of the analysis will be provided upon conclusions of the investigation.

Event description:
Following information reported, during cleaning underneath the enterprise 8000 bed by the housekeeper, a facility staff member lowered the bed making the bed hit the housekeeper back/shoulder. As a consequence, she was subsequently signed off work for over 7 days. No more details regarding the injury sustained were provided.

Manufacturer narrative:
It was reported to arjo by the end-user that during cleaning under the bed by the housekeeper, a facility staff member pushed the button on the control panel and lowered the platform that hit the housekeeper¿s neck and top of the shoulders causing pain. The housekeeper was out of work for over 7 days. Arjo was informed two months after the incident. The facility confirmed that there were no bed¿s failures observed. The bed is still being used within the facility. When reviewing similar reportable events for the last 5 years, no other complaint was found with a similar description. This is an isolated occurrence. To conclude, the device played a role in the event as the bed platform lowered on the user cleaning under the bed. The facility staff confirmed that there was no device failure. The complaint decided to be reportable due to the impact of the housekeeper's neck and shoulders by the lowering bed platform.

Event description:
It was reported to arjo by the end-user that during cleaning under the bed by the housekeeper, a facility staff member pushed the button on the control panel and lowered the platform that hit the housekeeper¿s neck and top of the shoulders causing pain. The housekeeper was out of work for over 7 days. Arjo was informed two months after the incident.